Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had hives on his back. The patient reported that the hives were itchy, red, and similar to poison ivy. The patient's physician advised the patient to use benadryl, which the patient was using along with gold bond cream. Follow-up indicated that the patient's condition had improved.